Event description:
It was reported that following a routine device change out, the right ventricular (rv) lead had a monitor/polarity switch to unipolar. The unipolar impedance was higher than the bipolar impedance. The rv lead was switched back to bipolar polarity, but it switched again to unipolar so the lead was left with unipolar pace polarity since the unipolar threshold was okay. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review for impedance found no anomalies. Lead impedance at 285 ohms at implant of replacement device. No trend data collected yet.